Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during use in a procedure. The needle got stuck in the suturing device. Had to try many times and used a lot of force to open. Was eventually able to do so. New device was opened to complete the procedure. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; occurred during use in a procedure. The needle got stuck in the suturing device. Had to try many times and used a lot of force to open. There was no patient injury.